Event description:
It was reported that while using the evacuated blood collection tube, there was foreign matter inside the tube. No patient impact. The following information was provided by the initial reporter: "during blood collection, there is a black magazine inside the tube."

Manufacturer narrative:
Franklin lakes: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (franklin lakes, nj or sparks, maryland) has been listed in sections d.3. And g.1. And the franklin lakes or sparks FDA registration number has been used for the manufacture report number. E.1 initial reporter addr 1: (B)(6). H.6 investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed.